Manufacturer narrative:
Device received with critical pump error (open book image) after battery insertion and pump error 35 due to corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Moisture damage on motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a broken force sensor was detected during seating or regular delivery alarm. Customer¿s blood glucose level was 128 mg/dl. Customer stated that the insulin pump was not exposed to a high magnetic field. Troubleshooting was performed. Customer was advised to the insulin pump requires replacement, to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.